Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device within specification, fold creases, and white particles on the shell. Clouds in the gel were observed after the autoclave disinfection cycle. Based on the device analysis, the final assessment is no issues found with the manufacturing process.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade IV".

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV". Device remains implanted.